Event description:
The ge oec 9600 fluoroscopy system had the image/monitor go blank after saving an image to disk. System imaging did not return. System removed from use of service.

Manufacturer narrative:
A ge oec service representative investigated the issue and isolated the issue to output from 5 volt power supply below specification. All contacts were cleaned on system side of ps1 power supply and out re-measured to within specification and function restored. The system was tested, found to be operating as intended and released to the customer for use. The facility was unable to, or would not provide any patient information with respect to this issue. No patient injury or harm was reported as a result of the noted malfunction.